Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the option-lok male adapter of the tubing sets were connected to the patients' IV access sites and were being used to deliver either unspecified medications or unspecified chemotherapeutic agents, at unspecified rates, via plum pumps. After unspecified lengths of time, the customer contact reported that unspecified volumes of solutions leaked from unspecified locations at the clave y-site of the tubing sets onto the patients and onto the floor. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided, including if the leak of solutions were cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.